Event description:
Device malfunction: difficult to remove/bent vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. One side of the access port was used to release the thumb advancer. Counter traction was used to remove the device. Upon removal, it was noticed that one of the vessel locator wings were straightened out. Hemostasis was achieved using manual compression. There were no adverse pt sequelae reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.